Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right atrial (ra) lead compromised product performance due to elevated pace impedance measurements greater than 1,300 ohms and a large number of stored atrial tachy response (atr) episodes, indicative of high atrial rates. Subsequently, this ra lead was surgically abandoned and replaced. It was noted that the pacemaker was also explanted and replaced during the same procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported.